Event description:
It was reported that there was an I&d left knee and a poly swap.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5550-g-339 triathlon symmetric x3 patella, lot code: 2hjm; cat. No.: 5521-b-400 tri ts baseplate size 4, lot code: iwuta; cat. No.: 5515-f-401 triathlon ps fem component, cemented, lot code: izerd. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
(B)(6). An event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, pathology reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that there was an I&d left knee and a poly swap.